Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced a wound dehiscence which was repaired under a general anaesthetic. The implant remains in-situ.